Event description:
On (B)(6), 2012, a physician reported that this handheld device did not hold a charge despite trying to charge it fully. In order to troubleshoot, the handheld device was plugged in and interrogation was attempted. Interrogation was successful; however, attempts to use the handheld device while unplugged were not made because the handheld device was not initially charged. When plugged in, the device appeared to be charging; however, it is unknown if the device would accept the full charge. It is unknown when the issue was first noticed. The handheld device is stored in the office but not plugged in until it needs to be used. Attempts for product return are underway; however, the handheld device has not been returned for product analysis to date.

Event description:
On (B)(6) 2012, the physician's handheld device and flashcard were returned. Product analysis for the devices was approved on (B)(6) 2012. An analysis was performed on the returned handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.